Event description:
It was reported that, an 840 ventilator had a touch screen blocked issue. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and verified the reported issue. Se opened and cleaned the whole touch screen assembly. The unit passed all testing and operates within the manufacturing specifications.